Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the surgeon used the udg instrument and 3mm drill bit to make a pilot hole. The surgeon then checked the drill hole with the passive planar and it was 1mm off cranially. The procedure was continued with caution. There was no delay and no impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.